Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of leaking catheters was unconfirmed because the problem could not be reproduced. The product returned for evaluation was two 4fr s/l groshong catheters. Both samples were received with inlaid stylets. The first sample (sample 1) exhibited bends along the length of the stylet near the 20cm, 26cm, and 30cm depth markings. The second sample (sample 2) exhibited a bend in the stylet just distal of the 5cm marking. Attempts to infuse water through both samples using a 12ml syringe revealed both samples to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the samples. Microscopic inspection of the samples did not reveal any damage or evidence of leakage. No deficiencies were discovered during evaluation of the returned samples. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the customer that during injecting saline prior to placement, the catheter was found damaged and severely leaked liquids. It was reported this occurred with 2 devices that were returned for investigation. This report addresses the first device.

Event description:
It was reported by the customer that during injecting saline prior to placement, the catheter was found damaged and severely leaked liquids. It was reported this occurred with 2 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.